Manufacturer narrative:
Other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customers complaint. Continuous flow was observed during final testing stages. The cause of this event is the rubber hardness of the sealing o-ring. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number: (B)(4).

Event description:
The problem was discovered while educator was attempting training to new employees and happened multiple times. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
It was reported that the device intermittently cycles. When being tested it works but when it is on a patient it sometimes does not work. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.